Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing.

Event description:
Additional information received indicates that patient has effective stimulation post op.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedance. As such, surgical intervention took place on (B)(6) 2019. Intra op testing revealed normal impedance on the lead. Hence, the patient¿s ipg was explanted and replaced resolving the issue.